Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit has a burnt smell and could not be turned off after being separated from the patient, and had a long alarm. It was immediately replaced with a spare device, and no harm was caused to the patient.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the failure, and replaced the power management board. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1 (contact office, contact person: mfg site), g3, g6, h2, h6 (component codes), h11. The failure analysis and testing dept. Received part power management board with a reported unit failure of a burnt smell, could not be turned off, and had a long alarm the fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported failure of the unit powering up automatically. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ar. Part power management board no longer needs to be tested by the supplier due to this being a known issue. It will be corrected in a fsca. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As the probable root cause is impossible to define.